Event description:
Study: equinoxe shoulder study subject: phf-368l-rev1 related to: case (B)(6) , case (B)(6) implant date: on (B)(6) 2020 ex-plant date: on (B)(6) 2020 date of event onset: 07-30-2020. As reported by the equinoxe shoulder study, approximately 0 year(s) and 5 month(s) post implantation of left revised tsa (revision reported on case(B)(6) ), the patient presented with disassociation of polyethylene - standard reverse. This outcome of the event was resolved by standard reverse revision of the left shoulder. The clinical report indicates that the event is definitely related to the device(s) and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated. P/n: 320-42-00 device name: equinoxe reverse 42mm humeral liner +0 s/n: (B)(6) 510k: k063569 UDI: (B)(4) product code: kwt p/n: 320-10-00 device name: equinoxe reverse tray adapter plate tray +0 s/n: (B)(6) 510k: k063569 UDI: (B)(4) product code: kwt concomitants: 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 5335144 320-15-05 - eq rev locking screw: 6113806 320-20-00 - eq reverse torque defining screw kit: 6274444 humeral stem and baseplate not replaced. 74 y/o male (2018) height : 173 cm weight : 101 kgs bmi : 34 diagnosis : osteoarthritis comorbidities : hypertension 2 corticosteroid injections unspecified analgesic use.

Manufacturer narrative:
(D10) concomitant device(s): 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 5335144, 320-15-05 - eq rev locking screw: 6113806, 320-20-00 - eq reverse torque defining screw kit: 6274444.